Event description:
A malfunction occurred when a pump was dropped. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to report any further issues. No additional information about the outcome of the event was received.